Manufacturer narrative:
The referenced previous percutaneous lead repair was reported under medwatch MFR report #2916596-2015-00854. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years. The evaluation of the returned portion of the percutaneous lead (lead) confirmed an issue that would have contributed to the report of pump stoppages and red heart alarms. Approximately 13 inches of the external portion/distal end of the lead was returned for evaluation. The previous percutaneous lead replacement performed on (B)(6) 2015 was present on the lead. The returned portion of the lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. Breakdown of the braided shield was observed in several areas along the length of the lead, appearing most severe at the terminus of the distal end bend relief. Upon removal of the outer layers of the percutaneous lead replacement, a separation of the copper wrap was observed at the distal end of the replacement site. The observed wire damage appeared to be the result of fatigue due to repetitive movement and abrasion against the edge of the copper wrap. The brown wire represents one of the two redundant wires that comprise phase 2 of the three phase motor, while the orange wire represents one of the two redundant wires that comprise phase 3 of the three motor. If the exposed conductors of either the brown or orange wires contacted the copper wrap while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported interruption in pump function captured in the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the copper wrap while operating on tethered power or battery power. Visual inspection of the wires in this location revealed breaches in the brown and orange wire insulation, exposing the inner conductors. Visual examination and high potential testing of the remainder of the lead did not reveal any other areas of compromised wire insulation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the hospital in the morning on (B)(6) 2016 due to a red heart alarm and several pump stoppage events. The patient reportedly became lightheaded and tachycardic during the pump stoppages. The system controller log file was reviewed by a representative of the manufacturer's technical services team and 2 pump stoppages and 5 low speed advisory alarms were captured. These events appeared to only occur while the system controller was connected to the power module. X-ray images of the patient's percutaneous lead (lead) were reviewed by the technical services representative and there appeared to be an area of concern at the end of the distal end bend relief. There did not appear to be any area of concern with the internal portion of the lead. The patient received an ungrounded patient cable for use with the power module until a distal end/external portion lead replacement was completed on 01/26/2016. The system controller was reconnected to the power module with a grounded patient cable and there were no further pump stoppages or alarms.